Event description:
A user facility registered nurse (rn) reported that an optiflux 180nre dialyzer did not fill properly with blood, and as a result, excessive air was introduced into the lines. The device reportedly ¿contained pockets that did not saturate¿ [sic]. Additional details were provided upon follow-up with the rn. The rn stated there were air detector alarms that occurred at the beginning of the hemodialysis (hd) treatment which could not be cleared. The patient was dialyzing on a fresenius 2008t machine with combi set bloodlines. The rn reiterated that the dialyzer did not appear to be filling properly and stated that it appeared streaky. No noticeable fluid leaks were observed, and there were no blood leak alarms that occurred. The rn believes that air entered the system through the dialyzer. The patient had to be moved to another machine and re-setup with new supplies to continue their treatment. The entirety of the patient¿s blood was not able to be returned; estimated blood loss (ebl) was 40 to 50 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete their treatment after relocating. The complaint sample was confirmed to be available for manufacturer evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility registered nurse (rn) reported that an optiflux 180nre dialyzer did not fill properly with blood, and as a result, excessive air was introduced into the lines. The device reportedly ¿contained pockets that did not saturate¿ [sic]. Additional details were provided upon follow-up with the rn. The rn stated there were air detector alarms that occurred at the beginning of the hemodialysis (hd) treatment which could not be cleared. The patient was dialyzing on a fresenius 2008t machine with combi set bloodlines. The rn reiterated that the dialyzer did not appear to be filling properly and stated that it appeared streaky. No noticeable fluid leaks were observed, and there were no blood leak alarms that occurred. The rn believes that air entered the system through the dialyzer. The patient had to be moved to another machine and re-setup with new supplies to continue their treatment. The entirety of the patient¿s blood was not able to be returned; estimated blood loss (ebl) was 40 to 50 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete their treatment after relocating. The complaint sample was confirmed to be available for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.